Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to remove the tubing at the injection valve and to reconnect the tubing at the injection valve and the pre-filter housing. All errors cleared and the g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from 05-august-2016 through 05-september-2017. There were no similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 troubleshooting is as follows: 100 pressure high the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. The most probable cause for error 100 pressure high was the occlusion at the connection of line 6 at the injection valve.

Event description:
On (B)(6) 2017, a customer reported error 100 pressure high while running quality control on the g8 instrument. The customer changed the filter twice but the error persisted. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.